Event description:
The implantable cardiac defibrillator was returned with only information that the patient is deceased. The device was returned less than one year after implant. No further information has been made available. No complaints, allegations, or previous contacts have been made.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.